Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, no end of life (eol) transmitter battery alerts on g5 mobile app occurred. Data was provided for investigation. The problem was not confirmed. The probable cause could not be determined post investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: it was indicated that the patient was using an unsupported operating system, which is misuse of the device.